Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose around 40 mg/dl. The customer also reported that the sensor has been reading low around 30 mg/dl. The customer stated that they treated the blood glucose with milk. The customer stated that the sensor read 94 mg/dl while actual blood glucose was 99 mg/dl. The customer stated that they were using auto mode feature. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.